Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead was dislodged per post-operative check. The rv lead was explanted and was replaced with a new competitor lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updates should further information be provided.